Manufacturer narrative:
Concomitant medical products: product ID 37751, serial# (B)(4), product type: recharger.

Event description:
Additional information was received from the manufacturing representative (rep) reporting that their wasn't any troubleshooting done to investigate the ins shifting and noted that was just a patient's verbal report. It was stated tha technical services was called to investigate the recharging issue and the patient was sent a new recharger. It was reported that the rep did not have any additional follow-up information. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 37751, serial# (B)(4), product type: recharger. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative regarding a patient implanted with an implantable neurostimulator (ins) for spinal pain. It was reported that the thermometer icon was persistently seen on the recharger screen when recharging. It was reported that charging was taking longer than normal and after charging for over 3.5 hour in a day to about 75%, the ins was depleted the next day. It was reported that the ins seems to have shifted under skin.

Event description:
Additional information received from the patient indicated that a new recharger was mailed to them, and their frequent recharging issue was resolved. The patient stated that they still need to meet with the manufacturing representative (rep) to have their ins checked. They haven't been able to meet with them yet because they are dealing with a family-serious illness. The patient noted they will meet with a rep in the future. The patient noted they weighed (B)(6). No further complications were reported.